Manufacturer narrative:
D4: device serial number, lot number, and expiration date, updated d4: device primary UDI number, updated h4: device manufacturing date, updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient s new controller serial number was (B)(6). The serial number of the exchanged controller was unknown as it had worn off.

Manufacturer narrative:
B5; additional information d4: primary UDI number, corrected. D4: expiration date, serial number, lot number; removed. H4: device manufacture date, removed. Manufacturer's investigation conclusion: the reported events of dim pump running light emitting diode¿s (led¿s) and the system controller being unable to display and light up when alarming was unable to be confirmed. The system controller was not returned for analysis; however, a log file was submitted and data from the reported event date of 31jul2024 was reviewed. There were no notable alarms or events active in the log file. Pump operation was not affected. Additional provided information stated that the serial number was unavailable, that the alarming issue on the system controller was reproduced, that the green led¿s were not illuminating, and that the system controller was over 12 years old. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the system controller were unable to be reviewed due to the serial number information not being provided. Heartmate ii instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was having worsening low flow alarms. They reported that when alarming most recently on (B)(6) 2024, the controller did not display an alarm or light up, only sounded. It was noted on arrival and with a controller self-test that the green arrows were not illuminated though it still displayed the pump parameters. During the controller exchange the controller was functioning as intended. The previous controller was 12+ years old and the patient's original controller.